Manufacturer narrative:
Batch review performed on 29 march 2018; lot 103232: (B)(4) items manufactured and released on 03 december 2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold with a similar reported event

Event description:
The patient came in complaining of pain. The surgeon determined the stem was loose. The cause of the loosening is unknown. The surgeon revised the stem and head with another company's product. The surgeon revised the liner with a medacta liner. The surgery was completed successfully.